Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with code corruption.

Event description:
It was reported that the device went into backup vvi mode due to code corruption. The device automatically reprogrammed itself and normal function was restored. The patient was in stable condition.